Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. The customer did not test blood glucose level at the time of the call; however, there was no reported impact to the customer's blood glucose level. The customer declined to reload the cartridge at the time of the call. During a follow-up call on (B)(6) 2016, the customer reported that the fill estimate began to decrease as expected. Additionally, the customer loaded a new cartridge and received an accurate fill estimate.